Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer stated that chronic dialysis catheter was implanted on (B)(6) 2013. On (B)(6) 2013, during dialysis, the doctor found bubbles in the blood on the arterial side. However, inverted grafting the vein, there was no bubble in the blood. After checking an x-ray, the catheter was found to be in the right place and it did not injure the air passage way. There was no obvious crack found in the catheter. The pt pointed out that the gauze in the payup of extension catheter was always exuded in these two weeks. On (B)(6) 2013, during dialysis, the above mentioned condition happened again. It was diagnosed that there was a crack in the arterial side adapter. The catheter was pulled and replaced. There was no injury to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.